Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead there was a bubble noted on the lead just beyond the connector possibly due to a lead perforation. Therefore the lv lead was not used. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.